Event description:
For surgical laser, power output was less than 40 w from the resonator. Unaware of pt involvement.

Manufacturer narrative:
Optical damage at entrance side. Minor damage on the output coupler. Humidity could have generated failure. Change of the rod, change of the mirrors. Laser has been repairs.